Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 7f exoseal vascular closure device (vcd), the device could not be released. Upon device removal, the plug did not deploy and was noted to be partially out of the shaft. Additionally, the indicator wire was still visible when the device was removed. Hemostasis was achieved by 20 minutes of manual compression. There were no reported injuries to the patient. The device was stored and prepared per the instructions for use (IFU). The exoseal vascular closure device (vcd) was used in an interventional procedure. The patient¿s body mass index (bmi) was not greater than 40. An unknown 7f sheath was used. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no obvious signs of device or package damage before use. One exoseal device was used on the patient along with a 7f unknown sheath introducer. Angiography confirmed the suitability of the femoral artery, including confirmation that the insertion angle of the sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before use of the exoseal vcd, there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The deployment button was fully depressed and flush with the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after the deployment button was depressed. The device will be returned for evaluation.